Manufacturer narrative:
Na

Event description:
The ventilator was originally returned to the manufacturer for a reported hw fault (fan flt). During bench testing, the manufacturer service department found the turbine would not turn on with an audible alarm.